Event description:
It was reported that the ilet user experienced hyperglycemia followed by hypoglycemia after consuming a large unannounced dessert before bedtime, leading to corrective insulin dosing and subsequent low glucose; no device malfunction was alleged, and the discussion included potential sensor compression but the event was attributed to user handling rather than a device component issue. Symptoms included hypoglycemia and hyperglycemia ranging from 47 mg to 285 mg/dl. Outcomes included serious injury requiring oral glucose administration to treat the low glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, specifically a missed meal announcement and subsequent corrective dosing; the device component of user interface was noted in context of use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.